Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge did not fit onto the pump securely. Customer's blood glucose level was between 100-150 mg/dl, and customer acknowledged that there were no issues with insulin delivery. Tandem technical support informed customer that based on pictures, cartridge was properly engaging with the pump. Customer was able to continue using cartridge.